Event description:
The pt is reportedly experiencing intermittencies and loss of lock. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Advanced bionics is in the process of gathering more info, once more info is available a supplemental report will be submitted.